Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Clinical narrative (updated 2026-6-9). In further reports the team noted that when the introducer was explanted there was a small leak observed by the physician where the hub attached to the sheath. Prior clinical narrative: an impella cp was inserted via the femoral artery to support the 76 year old female patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The team did not share any other medical history. The team had a pump stop occur when plugging in the pump, they attempted to troubleshoot by unplug/replug, but when this failed the pump was replaced. There was no harm or injury noted from any delay in support initiation. The 2nd pump was placed via the introducer sheath at the femoral. The patient experienced hypovolemia from a hematoma at the femoral site. The team upon explantation noted the 14fr had a small leak where the hub is attached to the sheath. The hypovolemia and hematoma were noted to be treated with 2 units of rbcs. The pump replacement due to the failure to start, will be reported for support delay during the exchange, however the exchange was performed with no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
D4 serial number and UDI were revised. The investigation was completed. Investigation summary failure to detect purge cassette, pump, or catheter: the cause of the failure to detect pump could not be determined as returned pump was able to be detected by lab console.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 76 year old female patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The team did not share any other medical history. The team had a pump stop occur when plugging in the pump, they attempted to troubleshoot by unplug/replug, but when this failed the pump was replaced. There was no harm or injury noted from any delay in support initiation. The 2nd pump was placed via the introducer sheath at the femoral. The patient experienced hypovolemia from a hematoma at the femoral site. The team upon explantation noted the 14fr had a small leak where the hub is attached to the sheath. The hypovolemia and hematoma were noted to be treated with 2 units of rbcs. The pump replacement due to the failure to start, will be reported for support delay during the exchange, however the exchange was performed with no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report 1220648-2026-06002 to represent the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Failure to detect purge cassette, pump, or catheter: the cause of the failure to detect pump could not be determined as returned pump was able to be detected by lab console.